Event description:
It was reported that the non-pacer dependant patient presented to the ER after receiving multiple inappropriate hv therapies. Upon interrogation, loss of capture and undersensing were observed. Diagnostic imaging revealed lead dislodgement. The lead was explanted and replaced. Patient condition was stable after the event and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.